Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited an increase in power consumption consistent with a latent gate oxide anomaly. The field representative reported expected battery longevity had already decreased to three years. In addition, noise was exhibited on the daily impedance measurements. Subsequently, this pacemaker was explanted and another pacemaker implanted to complete this procedure. This pacemaker has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.